Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the aortopulmonary collateral using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the pusher assembly of the pod pc kinked while advancing the pod pc out of its introducer sheath and into the microcatheter. Subsequently, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the coil was flushed out of the microcatheter. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.